Event description:
In 2003, the manufacturer (MFR.) Was informed of the following. Unable to seat the 14ga needle on the medial valve, possible malfunction. As a result, the valve was removed in 2003, and replaced with a new valve. No further details were provided.